Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a procedure (date is unknown). According to the complainant, on (B)(6) 2012 the device was replaced due to deterioration of the tube. The device was replaced with a new boston scientific device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the event was reported to be good.

Manufacturer narrative:
(B)(4) the reported event of tube deterioration. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.